Event description:
It was reported that unexpected restart alarms were received on the insulin pump. It was stated that the insulin pump was not operating and nothing was on the screen and when the battery was replaced, an unexpected restart alarm was received. The insulin pump had not been stored or not in use for an extended period of time and the alarm was recurring during normal use. It was advised that the insulin pump would need to be replaced and the customer revert to a back-up plan. It was also reported that an off no power alarm was received without warning. It was not known whether there had been unattended alarms. The patient's blood glucose was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).